Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced hyperglycemia of unclear cause and contacted support for assistance with a supply change; the agent provided troubleshooting and education, and insulin delivery was resumed safely with no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution after guided supply change and resumption of insulin delivery. Investigation included customer interview and troubleshooting focused on use and supplies. Investigation of this case revealed no device malfunction identified and no component failure observed, with use-related factors considered given the successful restoration of therapy after education. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.